Event description:
It was reported by service report that the right footend siderail was locked in the down position and would not go up. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: bent siderail.